Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch sf and it was not irrigating. It was reported that during the operation, device (including port, luer hub) was not irrigating and there was an issue with the temperature sensor. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, temperature, impedance and irrigation tests of the returned device were performed. Visual analysis revealed the device shaft bent. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation (mre) was performed for the finished device, and no internal action was found during the review. The high temperature and occlusion issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The potential cause of the bent shaft could be related to the shipping/handling after the procedure; however, this cannot be conclusively determined. The bent issue is unrelated to the reported event. The instructions for use (IFU) contain the following information: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. When radio frequency (rf) current is interrupted for either a temperature or impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum if present. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the bent in the shaft identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported irrigation and high temperature issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch sf and it was not irrigating. It was reported that during the operation, device (including port, luer hub) was not irrigating and there was an issue with the temperature sensor. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information received indicated the issue was not notice before use on the patient. The suspected issue was with the thermocool smarttouch sf catheter. There were no error messages from the smartablate irrigation pump. During discharge, the radio frequency generator triggered an alarm indicating high temperature, and then the discharge was stopped. After removing the catheter, it was found that there was no scab on the tip, and rapid flushing revealed that not all water had flowed out of the infusion hole. The generator stopped ablation immediately when it was above temperature cut off value.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 10-apr-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).